Manufacturer narrative:
A review of the device history record (DHR) for lot no. 18f077362 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. For sterilized products, the device history record and the sterilization documents undergo further review prior to release. Photograph samples were provided for evaluation. Without the actual sample, further investigation could not be conducted. Review of the photograph samples resulted in an unconfirmed analysis. No additional results/findings are able to be reported. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated the sponge contained unknown pieces of debris and was fraying.